Manufacturer narrative:
The reported events of low pacing impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the proximal region. The cause of the reported events is consistent with procedural damage.

Event description:
It was reported that during a device system implant procedure, the right ventricular (rv) lead was implanted without issue and values were within range when tested through the pacemaker system analyzer. The physician then proceeded to use an electrocautery and when the rv lead was connected to the generator, low impedance and no r wave sensing were noted. The physician opted to implant a new rv lead without issue. The patient was stable before, during, and following the procedure.